Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient had blurry vision. The iol was exchanged for unspecified advanced technology intraocular lens. Clinical reason for explant mentioned as residual refraction. Additional information has been requested, received and stated the iol was exchanged for different model same company and diopter lens. There was no patient harm post exchange.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The lens was returned wrapped in surgical gauzes. Solution was dried on the lens. The optic was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The file indicated the use of a qualified cartridge and viscoelastic. The associated handpiece was not provided. It is unknown if a qualified product was used. The product investigation could not identify a root cause for the reported complaint. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the extensive optic damage. Information was provided in the file that the multifocal company specific 24.5 diopter, add power +2.2 & 3.2 lens model was replaced with a company specific, 24.5 diopter, (1.5 extended depth of focus) another lens model. Due to the exchange of a multifocal one specific company lens to a another specific company extended depth of focus lens may suggest that the replacement lens model may have been an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).